Event description:
Customer woke up and had symptoms of hypoglycemia and performed a blood glucose test and received a reading of 82mg/dl. Customer did not take medication and went back to sleep. Spouse was unable to wake customer later. An ambulance was called and they received a result of 56mg/dl on their device. A sugar pill was given and the customer was taken to the hosp. Later at home the customer did a meter to meter and received result of 150mg/dl on suspect device and 250mg/dl on different device. A request was made for the return of the suspect device and replacement product was sent.